Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device was returned damaged and deformed and could not be functionally tested or measured. The damage was likely caused by impacting the device, however the surgical technique requires assembly with pressure from the thumb. A new ar-521-tbe8 from the same batch was ordered from inventory with no abnormalities observed. The cause of the event is undetermined.

Event description:
On 12/13/2021 it was reported by a sales representative via e-mail that an ar-521-tbe8 ibalance uka tibial bearing implant tibial insert failed to seat properly with no soft tissue, bone or cement interfering with the locking mechanism. This was discovered during a uka procedure. The case was completed by using a new ar-521-tbe8.